Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
Litigation alleges that the patient suffered from pain and discomfort on account of her asr left hip implant. Litigation further alleges that it became increasingly painful for the patient to walk, move her legs, and rise from a seated position. Litigation further alleges that the patient had to undergo revision surgery to replace her asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Patient x-rays were originally requested to aid in this investigation but no response was received regarding those attempts. No x-rays can be located for this patient at this time. It is possible this complaint was inadvertently re-opened and updated in error. Should any x-rays be located or any other information be received at a later date, the complaint will again be re-opened. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.